Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a gastrectomy, the device operator tried to transect the middle part of stomach with a reload connected to a powered handle. At first, the powered handle worked as usual. But suddenly it stopped. The device operator gave a few seconds for dehydration of the stomach and fired again but blade did not move at all. It was decided that the reload would be changed to a new one and the procedure was finished without any further incident. No other adverse events were reported.